Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has not charged the ins in over 1.5 years for unrelated medical reasons. The rep did a prm, but was not able to bring the ins out of overdischarge. The rep said the patient had to leave. It was reviewed it may take multiple prms to bring the ins out of overdischarge. The rep was going to meet with the patient again to try a prm. It was reported that the patient had to leave so he was planning to call the rep in 2-3 days so they can schedule more time to perform another prm. Additional information was received from the patient. It was reported that the ins was replaced on (B)(6) 2019 because the ins went dead and could not be charged. No further complications are anticipated.